Event description:
An olympus representative reported on behalf of the customer that, during the washing step of the device reprocessing, an abnormality was noted inside the channel of their evis lucera gastrointestinal videoscope; the customer later confirmed that the tip of the brush used for cleaning may have clogged the device, as it was found to have fallen off during the cleaning process and could not be located. The device had been used in an unknown diagnostic procedure, which was completed successfully with no delay. The customer also confirmed that they perform inspections for use for their devices regularly. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device channel. The customer's originally reported issue was confirmed, as the nozzle was in fact clogged and the damaged cleaning brush was recovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and additional information about the device evaluation. The following additional findings were also noted in the device evaluation: loss of water tightness due to various deformations, assorted scratches, cracks, chips, discoloration, scope cover plate detached, and angle wire wear. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, due to delays a pre-cleaning was not implemented, although the customer did flush the nozzle with water and air. They also wiped the nozzle with clean lint-free cloths and immersed the endoscope in detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.